Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer made contact with emergency services personnel for low blood glucose levels. No further information was provided by the customer, due to time constraints. Attempts were made to reach out to the customer for follow-up on hospitalization, but the attempts were unsuccessful.